Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation with the pipeline released from the capture coil; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of a left ophthalmic ica (internal carotid artery) saccular aneurysm measuring 7mm in size. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil despite rotation of the pushwire; therefore, it was removed from the patient. No injury was reported with the patient as a result of the procedure.